Event description:
During system initiation, prior to any pt contact, a control unit that was attached to a first option system started to overheat causing it to burn at the distal end of the catheter near the tip. The system was powered off and another control unit was attached. The procedure was completed without further incident.